Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During preventive maintenance, it was noted in the ventilator logs technical error codes that indicated power error and a turbine module error. Our field service engineer has investigated the reported ventilator on site. The dc/dc printed circuit board (pcb) has been replaced to resolve the issue. It was noticed by visual inspection that the returned dc/dc pcb was contaminated with a liquid substance which cause a short circuit and damage to some components. No further inspection is needed as ingress of liquid substances can lead to short-circuit and ventilator malfunction. No info about the turbine module if it was replaced or not. However, a malfunction in the dc/dc pcb can lead to that the turbine doesn't receive any power. It can affect the functionality of other parts as well. The source and type of the liquid is unknown.

Event description:
During preventive maintenance, it was noted in the ventilator logs technical error codes that indicated power error and a turbine module error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).